Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review lengthening of the humerus using a motorized lengthening nail: a retrospective comparative series, one patient was treated with an external fixation system (either ilizarov or taylor spatial frame) in both arms due to achondroplasia. This patient suffered from a loss of frame position in the right arm, which required realignment in the operating room ander anesthesia. The complication was classified as grade 3 in the cd grade. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, surgical technique used or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.